Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis for the failed volumetric accuracy test complaint. The device was returned in good condition. Accuracy testing was performed and the reported issue was duplicated. The cause of the issue is the an out of specification expulsor. The expulsor will be trimmed to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.